Event description:
Ablation catheter bent near the tip of the device rendering it useless. This happened in the middle of the case and the catheter had to be exchanged out for another ablation catheter.what was the original intended procedure?catheter ablation of symtomatic atrial flutter with electrophysiologic study.